Manufacturer narrative:
Evaluation summary: the screw exhibits damage to the threads. It cannot be confirmed when this damage occurred. It may have occurred during the surgical procedure. Based on the investigation findings, it is more likely that the damage occurred during surgery; however, a definitive root cause for the reported event cannot be determined. Evaluation: the dome hole plug was returned for review. The manufacturing records were reviewed and found to be conforming indicating that the device were manufactured, inspected, and packaged to specification. Dimensions were measured and found to be conforming.

Event description:
It is reported that the dome hole plug threads were stripped. Surgery was completed with another device.